Manufacturer narrative:
Visual inspection of the returned device showed that the shuttle was engaged to the handle. The sealant sleeve was pulled back against the proximal end of the shuttle. The tip of the balloon was inverted, which is a typical evidence of over tensioning the device during pull back. The balloon was inflated with fluid to determine if there was any presence of leak in the balloon or any part of the catheter; no leak was observed. The sealant and the advancer tube were not returned with the device which implied that the device may have been deployed. The review of the lhr (lot f1326801) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and the investigation performed, the reported event could not be confirmed and the root cause could not be conclusively determined. There is no evidence to suggest that the mynxgrip device did not meet specification. See MDR 3004939290-2014-00722 for the first device, MDR 3004939290-2014-00951, MDR 3004939290-2014-00582 and MDR 3004939290-2014-00953 for the third, second and fifth devices.

Event description:
The following was reported: "a total of 5 devices malfunctioned on the same day. "For the first device, the plug was already deployed when the device came apart. A second device was used that had a balloon loss of pressure while in use. Three more devices came apart on the sheath. The patient did not suffer any adverse events."